Event description:
Provider states, the end user alleges the joystick caught on fire while the unit was charging and the end user was doing work on the computer.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the end user alleges the joystick caught on fire while the unit was charging and the end user was doing work on the computer.

Manufacturer narrative:
Product was returned for returns expanded evaluation report; functional observation - the joystick was connected to a test joystick cable and controller. The switch was pressed the joystick did not power "on". The damaged cable was connected to a test controller and functioning joystick. The functioning joystick was able to power "on" the inductive and able to drive forward, reverse, tight and left. Conclusions: utilizing the existing complaint information, actual observations and functional testing of the returned product in its " as received" condition, the complaint was confirmed for the spj+ joystick of being nonfunctional due to burn damage. It was not confirmed that the joystick cable was damaged due to fire; however, damage to the insulation and connectors was observed.